Event description:
It was reported via a legal notification, that a female patient, had an initial right knee implanted on (B)(6), 2012, and will require an additional revision surgery. Additionally, the report stated the patient has suffered significant and continuing personal injuries, is limited in her activities of daily living, requires additional physical therapy. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer based on review of all available information. There is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent proposed revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.